Manufacturer narrative:
Client was being pushed in wheelchair along a pavement, wheelchair came off pavement causing client to fall into road. Wheelchair did not land on top of him, he was not wearing a waist belt. Client sustained fracture of l humerus, which was treated by staff a local minor injury unit the same day. Client was then admitted to hospital (B)(6) 2015 and passed away (B)(6) 2015. Staff at his home report it is not yet known if death is a result of incident on (B)(6) 2015. The action 3 is the same /similar to the myon which is manufactured and/or marketed by invacare in the u.s. The alleged incident occurred in the (B)(6) this alleged incident occurred in (B)(6) and there is no malfunction of the device. This is a product that is similar to the myon which is manufactured/sold in the united states.

Event description:
Client was being pushed in wheelchair along a pavement, wheelchair came off pavement causing client to fall into road. Wheelchair did not land on top of him, he was not wearing a waist belt. Client sustained fracture of left humerus, which was treated by staff a local minor injury unit the same day. Client was then admitted to hospital (B)(6) 2015 and passed away (B)(6) 2015. Staff at his home report it is not yet known if death is a result of incident on (B)(6) 2015. The action 3 is the same /similar to the myon which is manufactured and/or marketed by invacare in the u.s. As of this time, there is has been no alleged malfunction of the device. The alleged incident occurred in the (B)(6).